Event description:
An alarm related to an occlusion event was reported, initially alarm 2 followed by alarm 26. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read "high." The customer resolved the issue by changing the cartridge and resuming insulin delivery. No additional assistance was necessary, and the case was closed by cts.